Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information provided: correct event date: 30/9. Primary operation: (30/9): diagnosis: chronic (B)(6), cirrhosis. Check in. Genereii anesthesia. Antibiotic prophylaxis. 40 ml 0.25% marcain adrenaline in port holes. Kapnoperitoneum via verres cannula and 1 0 mm scanexport just above the umbilicus. The peritoneum is inspected. The patient has a clear and unambiguous picture of liver cirrhosis. However, the left liver lobe can be lifted away from elections with nathansonhook. Usual port placement in general. Divides the gastrocolic ligament beginning 5 cm from the pylorus with ultrasonic dissector along the curvatura major all the way up. Hemostasis control. Then straples along curvatura minor over a 35 ch tube with a total of one green and 4 blue 60 mm cartridges. Lateralizes 1 cm out from the ¿left krus¿. The staple line is oversewn with v-loc. Leak check without remark. The ventricular specimen is removed via the lateral left port hole. Macroscopically without remark, discarded. Pulls troacars under visual control. Pds in 12 mm port. Closes the skin with a skin stapler. Re-op (1/10): sleeve gastrectomy yesterday. This morning nausea and difficulty in ingesting fluid. During the day also became dizzy when the patient got up. Hb has today gradually dropped from preop hb 156 to in the morning 129 and early afternoon 118. Later venous hb 110. The patient has no noticeable abdominal pain and the general condition of lying down is good. Shows tachycardia though. Hence the decision on re-laparoscopy. Procedure: anesthetic. There is a proper hematoma / clot along the sleeve and up medially around the spleen. A lot of uncoagulated blood. Gradually evacuate the hematoma and as much of the fluid as possible. Total volume just over 3 liters. Insert cloths and compress. We inspect the staple line that is without bleeding. Also inspects the divided gastrocolic ligament where we not can detect any ongoing bleeding and inspects the spleen without detecting bleeding. Pulls out the cloths and puts in 8 new cloths partly towards the sleeve side, especially at the top medially around the spleen and behind the spleen. Sucks to the right of the liver. Then wait 10 minutes. Meanwhile, a cvc is added. Sucks away some more clots. We cannot see that it filled up in any way. Removes all cloths. Inspects again without seeing it filling up. Places a drainage from the right-hand 11 mm trocar along the sleeve and up behind the spleen. Ends afterwards. Premed: alvedon, celebra, oxycontin, postafen. Anestesiinduktion: propofol, rapifen, esmeron, betapred, oxynorm, dridol. Perop: sevofluran, ultiva. Postop: oxynorm, oxycontin, alvedon, ev toradol catapressan vid behov. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient have chemotherapy or radiation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a sleeve gastrectomy they had to re-operate the patient due to bleedings (probably from the staple line according to the surgeons).